Manufacturer narrative:
Date of event: used (B)(6) 2023 as the event date was not reported.

Event description:
It was reported that device fracture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that the balloon was broken/fractured. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: used 02/01/2023 as the event date was not reported. Device evaluated by MFR: a wolverine cb mr, ous 10mmx3.50mm, catheter was received for product analysis. A visual examination of the balloon identified no damages. Hypotube kinks were identified at 26.7cm and 28.4cm distal to the distal end of the strain relief. The shaft polymer extrusion identified no kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues were identified during examination of the extrusion shaft. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis. Therefore, the reported event of shaft break was not confirmed.

Event description:
It was reported that device fracture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that the balloon was broken/fractured. The procedure was completed. No patient complications were reported.